Event description:
It was reported that a scoliosis patient was revised to address post-operative mesa deformity polyaxial screw migration.

Manufacturer narrative:
H3 other text : no product returned.